Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the display of the ventilator disappeared with only a white flickering line on the display screen while a pt was being ventilated and transported to another hospital. As a result of the blank display screen, the pt was ambu bagged, switched to a hosp ventilator and was readmitted back to the hosp they had just left. Please note that the ventilator continued to ventilate during this event and there was no permanent pt injury reported.